Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the recalled dead ins was left in the patient for four years, should have been removed four years ago. It was noted that the implant could explode in their abdomen. The battery was dangerous and the risk was high. The patient was unable to get a surgeon to do an operation to remove the ins, therefore, they were left unable to get kidney stone treated. It was further stated that the patient¿s kidney stone treatment was stopped as the battery will explode from sonic waves, which means open surgery for the kidney stone and gallbladder. The patient has a gallbladder problem as the ins was over the liver. The patient went thru all the pre-op tests of ECG, ppe, and covid swabs and the consultant did not show up to the hospital for urgent surgery. The patient¿s life was in danger. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) that was implanted on the spinal cord between the fourth and fifth cervical vertebrae (c4-c5) with a laminectomy at c2-c6, with the battery pack under the skin in the abdomen. The patient stated that the implant was experimental. It was reported that the implant stopped certain scans including a much needed ultrasound to break a kidney stone found during testicular cancer surgery. It was noted that the stone was 6 millimeters and would never pass the natural way. Three years prior to (B)(6) 2019, the implant failed and a fractured wire was found. The leads were fractured to the electrode on the spinal cord. It was unable to be replaced as the patient had a very old procedure, and now they don't attach electrodes to the spinal cord. The battery had been dead three years and the patient stated that it would deteriorate in their body. The patient had falls, but worried that damage could cause leaks, explosion, and burns inside their body. The patient had fear that with the battery not being charged or working that if it malfunctions their life would be in danger. It was noted that the patient recently fell while transferring from their wheelchair and fell on their front. The patient was looking for help to remove the battery as soon as possible. It was noted that the rest of the implant would have to stay due to scar tissue. The patient asked about getting it removed when they would be in the (B)(6) as they were traveling there on (B)(6) 2019 to get checked after removal of their testicle. Additional information was received from the patient. It was reported that the patient had pain around the battery.